Event description:
During evaluation of a returned spectrum infusion pump, the device had a problem with the alternating current (ac), powered off and displayed a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During testing, the device had a problem with the alternating current (ac) current, turned off the machine and displayed a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. Service evaluation verified the white screen. The cause of the white screen was identified to be a failed processor board which requires replacement to correct the issue. Review of the secondary inspection revealed damage to the power cord, however is it unknown if the damage was related to a functional issue of problem with ac current and the device turning off. Should additional relevant information become available, a supplemental report will be submitted.